Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges she experienced eye irritation while using the product and sought medical treatment. The patient states she was diagnosed with an eye infection in the left (os) eye and prescribed a steroid eye drop. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.